Manufacturer narrative:
Based on a visual inspection of the device, the ultem tip broke and detached, likely due to force applied to the tip during the procedure. The manufacture and sale dates of the device suggest that it has been reprocessed for use at least 20 times, which is the verified lifecycle of the device. While the IFU instructs the user to visually inspect the device before use, microscopic fractures in the ultem time that form over time with reuse may not be immediately apparent. However, damaged insulation is stated in the IFU as an end of life indicator. Based on trending data, this is an isolated defect and not indicative of a design flaw.

Event description:
During a laparoscopic procedure, the tip of the primary ultem insulation cracked from the j-hook fixed-tip electrode and fell into the patient. The two pieces of the insulation were recovered. No injury or death was reported. No further medical intervention was required.